Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in richmond, virginia. Through follow-up communication with the customer, livanova learned the following information: - for emergency and weekend cases the heater-cooler system 3t devices get used. However, h2o2 check is not performed routinely. H2o2 checks are done the morning from monday to friday; - some 3t devices can be stored drained for months. The customer has five units, but only three are routinely kept filled for use and rotate the filled and stored drained ones as needed based; - cleaning area was tested but source of contamination was not found. Sink water was not tested. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with heterotrophic bacteria during water sampling test before cleaning process and with mycobacterium chimaera (6 cfu/ml) during water sampling test post cleaning process. The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.

Manufacturer narrative:
H11: through follow-up communication livanova learned that the unit was removed from service by customer and disinfection according to device instructions for use was performed again. No further lab results have been provided by customer, nor information regarding detailed cleaning and disinfection procedure at customer site, therefore further investigation is not possible. Since in the first case the cleaning/disinfection process was effective on 3t device serial number (B)(6) (manufacturing report #9611109-2024-00544), while the 3t serial number (B)(6) (present report) resulted positive to nontuberculous mycobacteria (ntm) after cleaning, it cannot be ruled out that a cross contamination could be occurred during/after disinfection since customer confirmed that both water samples were taken on the same day. Since no further information regarding the disinfection procedure at customer site has been provided, no specific root cause can be established. However, taking into account that h2o2 is not checked during weekend even if devices are full and used, it cannot be ruled out that this deviation from the device instructions for use may have contributed to the reported contamination. Moreover, cross contamination of water samples cannot be ruled out as explained above.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication with the customer, livanova learned through laboratory report results that the device was still positive to mycobacterium chimaera (6 cfu/ml) and heterotrophic plate count (<2 mpn/ml) after cleaning procedure. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.